Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving sufenta (200 mcg/ml at 80 mcg/day), clonidine (63 mcg/ml at 25 mcg/day), and dilaudid (10 mg/ml at 4 mg/day) via an implanted pump. It was reported that the patient¿s pump was critically alarming, and a motor stall message was displaying in the logs, but a recovery message was not. The patient had had an MRI approximately 4 hours ago. The MRI was not related to the patient¿s devices or therapy.